Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection, therefore, the device was explanted and the leads extracted. Approximately fifteen minutes after the leads were extracted, the patient went into pea (pulseless electrical activity) and died. The family refused an autopsy. According to the field representative there was no pericardial tamponade observed. It was reported that the patient's abdomen swelled, and there was a concern about a potential gi bleed as the patient also had a history of liver failure and was septic. Additional information as obtained from the physician who believes the cause of death was multifactorial with anesthesia, gi bleed, infection and pea. It was noted the patient had multiple issues prior to the explant. The hospital was in possession of the device and leads, therefore, it is unknown if they will be returned.